Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving "fentanyl - bupivacaine" (concentration: 4,500 mcg/ml) via an implantable pump for unknown indications for use. It was reported that at a pump refill on (B)(6) 2023, a discrepancy occurred between actual and expected residual volume. The expected pump reservoir volume according to the programmer was 0.8 ml; however, the 5 ml was withdrawn. The patient was doing ok. Their pain relief was ok/stable. It was noted that no further diagnostic tests or troubleshooting was performed so far. Factors that may have led or contributed to the issue were unknown. The issue was not resolved as of 2023-jan-25. The patient was without injury regarding their status as of on (B)(6) 2023. The pump remained in use. No surgical intervention occurred and no surgical intervention was planned. The lot number of the catheter was unknown. The date of implant regarding both the pump and catheter was unknown. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot#: serial#: unknown, implanted: unknown, explanted: not applicable product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot#: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.